Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified right coronary artery (rca). Following pre dilation of the lesion using 2.50 x 8 mm semi-compliant balloons, a 2.50 x 32 mm synergy stent was deployed at 11 atm. A stent edge dissection was then noted. The patient experienced limited flow. The stent was post dilated with 2.50 x 8 mm non-compliant balloons. The dissection was covered with another synergy stent, and the procedure was completed successfully. The patient condition was good post procedure.